Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported applying the pod and began feeling pain at the insertion site a couple of days later. Patient removed the pod at 3:00 a.m. On (B)(6) 2025 and noticed the site appeared swollen and irritated. The patient's blood glucose levels rose to 20.4 mmol/l (367.2 mg/dl) and applied a new pod for treatment. Blood glucose levels decreased to approximately 7 mmol/l (126 mg/dl) by the morning. The pod was worn on the patient's leg for slightly over 48 hours. The patient went to (B)(6) hospital that afternoon where the nurse marked the leg and advised the patient to monitor the site and come back if it worsens. The patient went back to the hospital the next day and was diagnosed with cellulitis. Flucloxacillin antibiotics were prescribed for treatment (4 capsules per day for 7 days).

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.